Event description:
A year and a half after 3 cyphers were implanted, the pt developed an acute myocardial infarction (ami) and complete av block. Thrombus was observed in all 3 cyphers. The target lesion was the right coronary artery (rca). The vessel was an in-stent restenosis (non-cordis bms: implanted in 1994), eccentric and calcified lesion. Aha/acc classification of the vessel was type c. The lesion length was approx. 60mm and vessel diameter was approx. 3.5mm. The index procedure was an elective case. Pre-dilatation was conducted with a cutting balloon (3.0/10mm). The 1st cypher (3.5/23mm) was implanted at 16 ~ 20atm for 30~40seconds. The 2nd cypher (3.5/23mm) was implanted at 16~20atm for 30~40seconds proximal to the 1st cypher. The 3rd cypher (3.5/18mm) was implanted at 16-20atm for 30~40seconds proximal to the 2nd cypher. The three stents were overlapping each other. Post-dilatation was not conducted. Ivus was conducted. The residual % of stenosis was 0%. Timi flow before the procedure was 0 and 3 after the procedure. Act was measured (532). A year and a half later, the pt developed ami and complete av block. Cag was conducted and thrombus was observed in all three of the cyphers in the right coronary artery. To treat the thrombus, aspiration was conducted.

Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. Two products with the same catalog and lot numbers are represented. These are two of three products involved with the reported event. The associated MFR report number is 9616099-2007-01231. Additional info will be submitted within 30 days of receipt.